Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer met resistance while loading multiple cartridges. The syringe needle was changed and the loading process was completed. Blood glucose was 175 mg/dl.